Manufacturer narrative:
(B)(4). H2 additional information h6 health effect - clinical code - e014302 decreased level of consciousness.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm value was 67 mg/dl. No bg meter comparison value was taken at this time. The patient attempted to self-treat with orange juice but then began vomiting and was ¿barely conscious¿. The patient called ems. Once ems arrived, the patient¿s cgm was providing an unspecified low value and no bg meter reading was reported. The patient said since she was ¿barely conscious¿, she could not recall what occurred when ems arrived. The patient was transported to the ER. At the ER, the patient¿s bg meter reading was 34 mg/dl. No cgm comparison value was reported at this time. The patient was treated with ¿sugar water¿ and IV fluids. The patient was then admitted for gallbladder removal surgery (unrelated to the patient¿s dexcom device). The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.